Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date.a getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. As a precautionary measure, the stm replaced the membrane kit on the compressor then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #50 message. There was no patient involved and no adverse event was reported.